Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On the same day as the onset of peritonitis, the patient was treated with one dose of vancomycin (2gm, intraperitoneally (ip)), and gentamicin (142 mg, ip, daily for a course of 7 days total with a dwell time of 6 hours for each dose. Five days later, the patient was placed on ciprofloxacin (500 mg, by mouth (po), daily) for a total course of 21 days. The following month, the pdrn stated the patient was recovered ¿free and clear¿. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as patient made a mistake/touch contamination. The patient was not hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information was requested but is not available.